Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Patient had dense chords affecting the grasping area, tethered septal leaflet and secondary tricuspid regurgitation etiology. During the index procedure, first device was implanted in anterior-septal position with 2-8 clocking. Second device was implanted in posterior-septal position with 3-9 clocking. Approximately two months post-procedure, a single leaflet device attachment of the second device implanted was detected. Starting tricuspid regurgitation (tr) was torrential (5+) and after the procedure the tr was reduced to moderate (2+). The current tr degree is unknown, however the patient was being screened for a valve replacement re-intervention.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests that both patient condition and procedural factors likely contributed to the event. The patient tethered and restricted septal leaflet, along with a widely separated chordal distribution and challenging imaging conditions resulted in the slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per information received two months after the implantation of the pascal precision ace, the tricuspid regurgitation was torrential (5+), a transcatheter tricuspid valve was implanted successfully, final tricuspid regurgitation was trace.